Manufacturer narrative:
A siemens fse (field service engineer) evaluated the immulite 2500 instrument and instrument data. Analysis of the instrument and instrument data indicates that the cause for the discordant ckmb results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high immulite 2500 ckmb results were obtained on two (2) patient samples. The initial results were not reported to the physician. The laboratory repeated the samples. In addition, the patients were redrawn and the lab ran the fresh samples, both of which gave reproducible results (data unavailable for redraw samples). The correct results were reported to the physician. There was no report of adverse health consequences due to the discordant ckmb results.